Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced lv14b; it was broken at the base. The fse also replaced vl 14a, it was broken also. (B)(4).

Event description:
A beckman coulter field service engineer identified a broken valve while servicing a coulter lh 750 hematology analyzer in a customer's facility on (B)(4) 2014. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.